Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited out of range impedance measurements, measuring greater than 3000 ohms on the left ventricular (lv) channel. All vectors were tested for threshold values, and they were in normal range. The chest x-ray imaging was performed and there was no dislodgement or lead fracture. Technical services (ts) reviewed the electrogram (egm) and stated that there were non-physiological signals and loss of capture (loc). Ts recommended programming options and to have lead replacement. The physician was going to discuss with the patient on lead revision. This device currently remains in service. No adverse patient effects were reported.